Event description:
A health care nurse reported customer received a reading of 150 mg/dl on their freestyle freedom meter and it was higher when compared to a hcp meter (60 mg/dl). The health care nurse also reported customer experienced symptoms of excessive agitation, sweatiness and tremor and ate food and drank juice to counteract his symptoms. Customer's daughter called paramedics who treated customer with "an IV and some glucose". There was no report of any diagnosis, death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is a final report. Customer discarded his meter and test strips after the medical event. No further investigation is required. Note: customer discarded his meter and test strips after the medical event; thus, the meter serial number, test strip lot number and meter manufacture date are unknown and not documented.